Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, the hospital staff noticed that the introducer sheath of a ruby coil was kinked upon removal from the packaging. The damage to the introducer sheath was noticed prior to use; therefore, the ruby coil was not used in the procedure. The procedure was completed using a new ruby coil.